Manufacturer narrative:
There was no device issue reported. Based on the information provided, this incident has been determined to be a rare risk of the procedure with no evidence of device malfunction. Infection is a known rare risk of the procedure as identified in risk analyses and device labeling.

Event description:
After the miradry procedure, the patient developed various infections at the anesthetic injection sites. Patient was treated with antibiotics provided by a general practitioner, not the clinic who performed the miradry procedure. Over a year later the patient continues to suffer from recurring infections in the right axilla. The patient completed a repeat course of antibiotics. The symptoms continue to persist and therefore the patient contacted the clinic that performed the miradry procedure.